Event description:
It was reported that this insertable cardiac monitor (icm) device was difficult to remove. The boston scientific customer contact center (ccc) received a call from a patient advocate. The patient advocate provided the patient had a procedure to remove the icm device as part of a therapy upgrade procedure to have a pacemaker system implanted but no general anesthesia was used and wanted to know if this is per procedure. Additional information from the boston scientific representative provided the physician attempted to remove the icm device but was having difficulty. The patient complained of pain and the physician subsequently decided to complete the procedure by implanting the pacemaker system and leaving the icm device implanted. The device remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted based on a change to the impact code fields in report section h6 and f10.

Event description:
It was reported that this insertable cardiac monitor (icm) device was difficult to remove. The boston scientific customer contact center (ccc) received a call from a patient advocate. The patient advocate provided the patient had a procedure to remove the icm device as part of a therapy upgrade procedure to have a pacemaker system implanted but no general anesthesia was used and wanted to know if this is per procedure. Additional information from the boston scientific representative provided the physician attempted to remove the icm device but was having difficulty. The patient complained of pain and the physician subsequently decided to complete the procedure by implanting the pacemaker system and leaving the icm device implanted. The device remains in-service at this time. No additional adverse patient effects were reported.